Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device 8015 failed patient side occlusion test was not identified during the customer call. Tech support can clear the occlusion, and replace IV set, then perform patient side occlusion test or fluid side occlusion again. Reset pressure sensor to factory default and retest the module. Then recommended to replace pressure sensor, platen assembly, door assembly, bezel assembly and logic board or return the module to the factory. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 failed on patient side occlusion test. There was no patient involvement.